Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was alleged that there was intermittent sound. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: a review of the pump settings showed the sound features were set to normal bolus, audio bolus, alert, reminder, warning, alarm/error high, and the temp basal off. The pump powered up to the verify screen with the auditory and vibratory features. The auditory alarm reading measured within specifications. An intermittent sound condition was no duplicated during testing. No intermittent conditions or defects were found to the piezo circuit. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.